Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device inspection, it was discovered that the air and water cylinder & tube, as well as the distal end all had foreign material present. However, the device was returned without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
While evaluating the olympus evis exera iii gastrointestinal videoscope, it was discovered that the air and water cylinder & tube, as well as the distal end all had foreign material present. There was no patient involvement during this event.

Manufacturer narrative:
The evaluation is on-going. Should additional/relevant information be provided a supplemental report will be submitted.